Event description:
This device was implanted on (B)(6) 2011 and remains implanted at this time. A call to technical services placed on (B)(6) 2013 stated that since (B)(6) 2013, the counters have shown short intervals of less than 120 ms. Also reported that 1100 short v-v. No patient symptoms reported. The physician was dr. (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).